Event description:
On january 22, 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his unspecified onetouch meter displayed inaccurate results compared to another meter. The complaint was classified based on the limited customer care advocate (cca) documentation as the patient was unwilling to go through troubleshooting. The patient alleged that after buying the unknown meter it was ¿defective¿ as there was a ¿50 point difference¿ between the result on the subject meter and his doctor¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It was not established how the patient manages his diabetes or whether he made any changes to his usual diabetes management routine after obtaining alleged inaccurate results. He reported that on the night of (B)(6) 2019, he ¿felt shaky and sweaty¿ and obtained a blood glucose result of ¿45 mg/dl¿. It was not established if the patient considered this result to be accurate. The patient was unable or unwilling to say if he received any treatment for his symptoms. The call was terminated. No troubleshooting was possible and the patient refused replacement products. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurate blood glucose results on the subject meter.